Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient, implanted for spinal pain, reported that she fell on a metal gate and felt a shock on the opposite side of her body from the implant. Since then, she felt like something was not right. The fall had occurred on the tuesday prior to this report. The patient programmer (pp) showed a weird message and she was afraid to charge the implant. The pp showed that she was on group b at 3.40 volts and therapy was on. The implantable neurostimulator (ins) icon was also empty. She was redirected to follow up with her healthcare provider (hcp) concerning the fall and shocking. She was going to turn stimulation off and charge it when she got home.

Event description:
The patient reported having met with a manufacturer representative (rep) the next day. The rep adjusted it. The rep recommended that the patient have a check-up with the physician due to the other areas hurting.

Event description:
Additional information received from the patient reported that the steps taken to resolve the stimulator concerns following the fall were that it was adjusted and that the patient had been scheduled to see a health care provider in (B)(6) of 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.